Event description:
Independent repair center: stuck low o2 or yellow light per independent repair statement low o2 or yellow light. Key failure was the rexroth valve was sticking. Additional malfunctions was the heat exchanger was leaking, power switch was short circuited and the tie wraps and the elbow were leaking.